Manufacturer narrative:
Dentsply was not able to duplicate the reported complaint as the attachment stopped working post production testing. Although an actual temperature reading was not captured, a root cause as to why this situation would have occurred could be determined. Cap end bearing failure most likely created friction within the head which resulted in temperature increase. All inner components looked dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.